Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and a manufacturer representative reported that their recharger and programmer weren't working at all. They tried more than once but they would not work. The programmer would not charge. It was noted that the left implantable neurostimulator still worked. The patient met with a manufacturer representative on (B)(6) 2015 and the implantable neurostimulator (ins) would not communicate with either of 2 clinician programmers. The recharger would not communicate either. The ins was found to be in overdischarge. The patient was not feeling stimulation. They last felt stimulation a couple of months prior to the report. The patient noted that they would charge up their ins and then stimulation would stop suddenly. It was thought that the patient tried to charge their ins but never got the expected charging screen. The device was not working and not able to be charged. The patient was being scheduled for replacement at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type:implantable neurostimulator. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3487a-45, lot# j0546552v, implanted: (B)(6) 2005, product type: lead. Product ID: 748910, serial# (B)(4) implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0546552v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb3991, implanted: (B)(6) 2003, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the patient was not able to connect to the implantable neurostimulator (ins) on their left side using either the recharger or programmer units. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.